Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on the patient underwent fusion surgery at c3/4/5 in which rhbmp-2/acs was used. Per medwatch, "my surgeon used rhbmp-2/acs during my spinal surgery which caused me significant pain, required me to frequently follow-up with my doctor as well as need a revision surgery."